Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The footswitch was manufactured on may 17, 2011. Based on qa assessment, the products met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that before a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power and the vacuum remained on even though the footswitch was not activated. The was no patient involvement. The case was canceled.